Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed far r-wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient was in stable condition.